Event description:
Customer reported erroneous and discrepant access accu tni (troponin I) test results were obtained for three patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The initial test results were questioned by the physician. Repeated analysis was performed an access 2 immunoassay system. The test results were within the normal range for two of the three patient's the initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event. It is unknown whether there was a change to patient management.

Manufacturer narrative:
The samples were drawn by the emergency room nurses into lithium heparin tubes. Samples were centrifuged at 3500 rpm for 4 minutes. The recommendation for centrifuge time is 10 minutes. Quality control (qc) prior to the erroneous results was within specifications. Customer performed qc after the erroneous results were obtained and the low level accutni qc was out of specifications high. The customer then identified aspirate probe #2 was discolored and dirty. The customer changed the duckbill and put on a clean set of aspirate probes. A system check and all levels of accutni qc were performed and all was within specifications. As of (B)(4) 2009, customer stated qc was performing well and there had been no further issues. On (B)(4) 2009, customer stated the duckbill and the aspirate probes were not required to be changed at the time of the erroneous results. They were changed due to the appearance of the probes and troubleshooting to get qc back within specifications. On (B)(4) 2009, the field service engineer performed hardware verification testing. All passed within specifications. No hardware issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.